Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported to philips there was an internal paddle problem where the shock aborted during an open heart surgery. Another set of internal paddles was used to complete treatment. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips field service engineer (fse) evaluated the device at the customer site. The reported issue was confirmed and traced to a faulty internal paddle. The customer was given part information for a replacement internal paddle. The customer has ordered the part to rectify the reported problem, internal paddle will be shipped to customer when available. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. The hospital did not disclose patient information.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported to philips there was an internal paddle problem where the shock aborted during an open heart surgery. Another set of internal paddles was used to complete treatment. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.